Event description:
It was reported that the patient was revised due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 6721-0635, lot # unknown, description: size 6 accolade ii 127 deg; cat # 1235-2-502, lot # unknown, description: restoration (tm) adm. Cup w/ha; cat # 6570-0-128, lot # unknown, description: delta v-40 ceramic head 28/0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital policy.